Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided port placement procedure. During an internal jugular vein puncture, a guidewire advanced about 10 cm encountered resistance and could not be moved forward or backward. It was removed along with the puncture needle, revealing significant bending. The incident caused patient discomfort, prolonged surgery. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided port placement procedure. During an internal jugular vein puncture, a guidewire advanced about 10 cm encountered resistance and could not be moved forward or backward. It was removed along with the puncture needle, revealing significant bending. The incident caused patient discomfort, prolonged surgery. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the complete view of j-tip of guidewire, where distal end of the guidewire appears to be bent and stretched. Therefore, the investigation is confirmed for the reported deformation issue. And the investigation is inconclusive for reported physical resistance /sticking, difficult to remove and failure to advance issues as provided evidence was not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.